Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found the device is broken in two pieces, both pieces were returned for examination. Additionally, the drill bit presents an overall repetitive and heavy usage appearance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the tha procedure for oa with the drill bit in question. The drill bit in question was broken in two pieces while the drilling for fix a cup. No fragment was left in the patient. The procedure was completed successfully with a replacement drill bit. No surgical delay was reported.